Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted during a stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was successfully deployed. However, it was it was found that the stent did not expand under x-ray. The stent was removed, and a different stent was used to complete the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a150101 captures the reportable event of stent failure to expand. Block h11: an ultraflex tracheobronchial stent was received for analysis; only the stent was returned. Visual examination of the returned device found the stent failed to expand. Media inspection was performed, and it was noted that the stent failed to expand. No other damages were noted to the stent. Product analysis confirmed the reported event of stent failure to expand as the stent was received not expanded. Taking all available information into consideration, the investigation concluded that the reported event of stent failure to expand can likely be attributed to the manufacturing process. It is most likely the handling of the boxes during the transport or the storage of the device could have caused the damage reported. Therefore, review and analysis of all available information indicated the most probable cause is cause traced to transport/storage.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted during a stent placement procedure performed on (B)(6) 2024. During the procedure, the stent was successfully deployed. However, it was it was found that the stent did not expand under x-ray. The stent was removed, and a different stent was used to complete the procedure. There were no patient complications reported as a result of this event.